Event description:
Additional information provided by the customer: the nurse sustained a second degree burn. The health status of the nurse who was burned is good health then and presently. The medical intervention taken to treat the nurse's burn was flamazine cream and bandage.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. New information was reported in b5.

Manufacturer narrative:
The cause of the reported event could not be determined at this time. Investigation is still ongoing and when additional information becomes available, this report will be updated accordingly.

Event description:
Olympus was informed that during a therapeutic procedure the nurse was not able to assemble the thunderbeat device properly and the nurse burned her finger during usage of the device. The intended procedure was completed using a different device. The incident involved the or night staff nursing team and ob-gyn resident. Thunderbeat is not often used during off shifts, therefore, the customer site cannot verify if the assembly and probe check were done as per the guidelines. The reported incident occurred at the beginning of the case during the probe check. According to the usg-400 generator error log, the users attempted probe check without pressing the "probe check" button on the first thunderbeat device. On the second thunderbeat device, one nurse pressed the "probe check" button, however, the sequence of assembly and checking the instrument were not clear. Furthermore, since there was smoke, everything suggests that the jaw of the forceps was closed during this operation and that the probe burned the upper jaw, releasing a heat that could exceed 150 degrees celsius. This led us to believe that the nurse may have touched the jaw of the forceps during the activation or just after, causing the burn. This report is related to MFR. Report number 8010047-2020-07290 to account for the second device that was mentioned in the reported event.

Manufacturer narrative:
This report is being supplemented based on additional information provided by the legal manufacturer¿s investigation. To date, the legal manufacturer could not conclusively determine the cause of the reported event, as the device was not returned to olympus for evaluation. However, the legal manufacturer stated that this reported issue is likely caused by the nurse touching the heated device right after activation. The legal manufacturer stated that although the lot number of the actual device is unknown, the device is inspected at the manufacturing and only those devices that passed the inspection is being shipped to the customer. No DHR review performed, as the lot number is unknown. A review of the instructions for use was performed, the following statements were found as it relates to the reported event. The IFU states ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. The grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.¿